Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was exhibiting under sensing. No changes or intervention was reported. There were no patient consequences.